Manufacturer narrative:
Date received was (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
Reportedly, the patient underwent implant of an abbott medical optics (amo)intraocular lens (B)(6), 2011 and is now dissatisfied, stating that the lens is not working. It was stated that he sees halos and glare along with seeing a double moon whereby ''the car lights and any light have more rays than any star''. This is happening with and without glasses.

Manufacturer narrative:
The lens remains implanted. Prior to release to market the intraocular lens met all manufacturing specifications. A review of the manufacturing records for this intraocular lens have been reviewed and found that all tests showed a pass condition and the lens was manufactured according to specification. The sterilization record was reviewed without any nonconformances or discrepancies reported. (B)(4). Follow-up with the patient's physician on (B)(6), 2012 indicated that the patient required additional healing time from the procedure. No further action was required at that time. The patient was welcome to call the doctor's office to address his specific concern regarding his vision. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.